Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). No results available since no evaluation performed - (device or procedural images not provided for review). Inherent risk of procedure - (stent deformation). (Device not returned for evaluation). Conclusion results: unable to confirm complaint - (device not returned). Other - (root cause could not be determined). Inherent risk of procedure - (stent deformation). (B)(4).

Event description:
An endeavor resolute drug-eluting stent was been used to treat a lesion in rca. The device was inspected prior to use with no issues noted. The lesion was pre-dilated to 6atms. The device was unable to cross the lesion and on removal it was damaged. A non-medtronic stent was used to complete the procedure. There was no patient injury reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results relation to operational context (damage to stent is most likely procedural related). Conclusion results - operational context contributed to reported event (damage to stent is most likely procedural related).